Event description:
It was reported that this patient presented to the emergency room due to a syncopal event. It was noted that there was right ventricular (rv) lead loss of capture and high out of range impedance measurements above 3000 ohms. The system was reprogrammed, and the patient was hospitalized. Technical services (ts) was consulted and reviewed possible reasons for this issue. No additional adverse patient effects were reported. During the course of rv lead removal, this lead fractured with a portion remaining in the patient's heart. The removed portion of the lead will be returning for analysis.

Event description:
It was reported that this patient presented to the emergency room due to a syncopal event. It was noted that there was right ventricular (rv) lead loss of capture and high out of range impedance measurements above 3000 ohms. The system was reprogrammed, and the patient was hospitalized. Technical services (ts) was consulted and reviewed possible reasons for this issue. No additional adverse patient effects were reported. During the course of rv lead removal, this lead fractured with a portion remaining in the patient's heart. The removed portion of the lead will be returning for analysis.

Manufacturer narrative:
Corrected explant date to 10oct2022.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fractures at the outer coil conductor approximately 500 mm and 270 mm from the terminal end. This type of damage is consistent with repeated stress over time. The reported observation of high impedance measurements is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this patient presented to the emergency room due to a syncopal event. It was noted that there was right ventricular (rv) lead loss of capture and high out of range impedance measurements above 3000 ohms. The system was reprogrammed, and the patient was hospitalized. Technical services (ts) was consulted and reviewed possible reasons for this issue. No additional adverse patient effects were reported. During the course of rv lead removal, this lead fractured with a portion remaining in the patient's heart. The removed portion of the lead will be returning for analysis.